Manufacturer narrative:
The company representative was able to replicate the reported event. The a nonconforming ultrasound module with autosert was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported events is attributed to a nonconforming module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery an ophthalmic operating system exhibits no phaco power and phaco sound was not coming from handpiece after pressing foot pedal on position three after handpiece tune. It was also reported that handpiece was not having any issues. The surgery was completed on the same day after replacing with another system. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in section e1. The manufacturer internal reference number is: (B)(4).